Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the no diagnostics were performed on the patient¿s implantable neurostimulator (ins) as they did not show up for their appointment. It was noted that no malfunctions or interventions were performed. The patient outcome was reported as they still received therapy and was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was implanted "three years ago" with a rechargeable battery and he was seeing the end-of-service (eos) message. It was noted that the patient recharges his device every three days. It was later reported that the patient never let the battery go into over discharge. It was stated that the patient had noticed more frequent recharges, but he still had therapy and it was still relieving the patient's pain. Additional information received reported that the patient had an appointment in (B)(6) to meet with a company representative to have the device checked. The stimulator had not been interrogated yet and the patient did not have the device reprogrammed recently.